Manufacturer narrative:
The ventilator was investigated by our field service engineer. Preventive maintenance was performed and the ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that there was an unknown issue with the ventilator. The patient involvement is unknown. Manufacturer ref.#: (B)(4).